Event description:
Per sales rep: bur broke while placing holes in flap. No danger to pt as flap was on table. Dr. Was doing a craniotomy and using the handpiece at 75,000 rpm with an updated console.